Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had possible occlusion. The customer states the tubing and reservoir were dripping. The customer states they could not get the insulin to push out. The customer states the set was not in the pump. The customer was advised that replacement would be sent out.